Event description:
It was reported that the patient presented to the hospital for a follow-up in (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that there was noise on the lead. The physician capped and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.